Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). Per the complaint information, the patient stated there was air in the patient line. The patient noticed something closed off, but didn't indicate what. This complaint was not confirmed in the lab due to a lack of a sample. The lot number is unknown therefore a batch review could not be performed. There was not enough data within the complaint information to identify root cause of the air. The labeling review found the labeling adequate for the user error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A patient contacted (B)(4) regarding assistance with questions regarding bubbles seen while using the homechoice (hc) during the initial drain. The patient noticed something closed off, but didn't indicate what. (B)(4) explained the bubbles were ok, but the patient was very nervous about seeing the bubbles. (B)(4) advised the patient could try starting over with a new setup, and the patient was concerned she'd continue to drain slowly. Gts then advised the patient to contact their dialysis nurse, as they were very concerned with continuing treatment. No injury or medical intervention was reported.